Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had received critical block and inverse critical block did not add to zero as well as hardware low level failure alarm. The customer's blood glucose level was 158 mg/dl. Customer was able to successfully clear the alarm. Customer receive a request to rewind insulin pump. Customer was able to complete rewind. Customer stated that they performed self test and the test was failed. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Hardware low level failures error confirmed in the downloaded history log due to broken trace at pin of ambient light sensor. Device passed the self test and displacement test.